Manufacturer narrative:
(B)(4). The reported difficulty of the patient feeling full and uncomfortable as if they were overfilled, was neither confirmed in the device logs nor duplicated during baxter's product analysis laboratory (pal) evaluation. The device was determined to meet functional and electrical performance specification requirements. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. The cause of the reported difficulty of the patient feeling full and uncomfortable, as if they were overfilled, was undetermined. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. A service history review (shr) revealed that no issues that may have contributed to the reported issue. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Event description:
A customer contacted baxter's (B)(4) requested a swap of homechoice (hc) unit due to increased intra-peritoneal volume (iipv) (over-delivery). The nurse would only state that the home patient (hp) was overfilled a few weeks ago, and demanded the swap of the hc device. The technical service representative (tsr) was not able to troubleshoot. The tsr explained the swap procedure and arranged a swap of the instrument as requested. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the reported overfill, it was revealed that the hp had felt uncomfortable and full, and had shortness of breath. Per nurse, the hp reported that the issue was resolved after draining the fluid out. The drain volume was reported as 3200 ml. Per nurse, hp's largest prescribed fill volume is 2000 ml. Per nurse, hp is doing fine now and continuing therapy. No medical intervention was indicated at this time. No further information was provided.